Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to myocardial tissue was embedded in the helix after multiple attempts. This brady lead was replaced, will not be returned by the account as this brady lead is to be send to the pathogen laboratory and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead had myocardial tissue embedded in the helix after multiple left bundle placement attempts. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.